Event description:
Boston scientific crm received information that during the implant procedure, this patient developed a pneumothorax and a chest tube was inserted for drainage. The device remains implanted. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.